Manufacturer narrative:
(B)(4). Investigation results: visual examination revealed that there was approximately 0.5 mm of exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device would cause the user to believe that the fiber tip burned off soon after using thereby confirming the event. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 1000 laser fiber was used during a bladder stone removal procedure in the bladder performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p120 watt console with laser settings of 0.5 joules and 80 hertz. According to the complainant, during the procedure, it was noted that the tip of the laser fiber burned off after ten seconds of use. The procedure was completed with another flexiva 1000 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.